Event description:
The device aws returned to the service ctr for a report from the customer contact that the device alarmed with an 18/000/000 (history pointer error while inserting a new record into history log) malfunction alarm. This does not indicate a reportable malfunction; however, during verification testing at the service ctr, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
The device was received in the service ctr on (B)(4) 2014. During testing, leakage was noted from the disposable batteries in the battery compartment. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.